Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
A report was received that this patient had several high power events. The patient was admitted to the hospital on (B)(6) 2017. The patient did not exhibit any symptoms during the time she was having alarms. The patient was administered multiple thrombolytic therapies without success. The patient subsequently underwent a pump exchange via thoracotomy approach on (B)(6) 2017. The patient was discharged home in stable condition on (B)(6) 2017. Controller log files were sent. Of note, the patient was therapeutic on anticoagulation. Her international normalized ratio (inr) was in the 2.5-3.0 range. The patient did not have a recent illness that may have precipitated the reported pump thrombus. The patient had a thrombus event more than three years ago. At that time, thrombolytic therapy was not administered immediately. The medical team believes that at this time the pump housing sustained scratches which lead to increased risk of thrombus formation in the pump.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple events of increase in power consumption starting march 11, 2017 within normal operating range; however, no alarms were logged for the past 14 days leading up to march 19, 2017. Of note, it was reported that the patient had multiple lysis therapies with no success. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical data from similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.